Event description:
It was reported, a pre insertion angiogram was taken as stated per the instruction per use (IFU). The balkin long sheath required the procedural 0.035" guidewire to be used; a large hematoma was noted around the sheath prior to removal. The sheath was removed, and the arteriotomy locator and insertion sheath were advanced; pulsitile arterial flow was obtained. When the insertion sheath was advanced, arterial blood flow stopped, the insertion sheath was pulled back until pulsitile arterial flow was obtained. The angio-seal device was inserted per the IFU, the compaction marker was obtained, and the suture was cut. Pulsitile bleeding was observed from the arterial site. The patient required 10 minutes of compression and was kept overnight. A CT scan showed the angio-seal was deployed outside of the artery within a hematoma. The patient was reported to be well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the hematoma could not be conclusively determined; however, the angio-seal was deployed outside of the artery within the hematoma. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patient's with clinically significant peripheral vascular disease.